Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient had a taxus express2 3.0x20mm drug eluting stent placed in the right coronary artery. One year and five days later, the patient returned with a thrombosis within the 3.0x32mm taxus stent in the mid rca. The thrombosis was treated with poba. No further patient complicatins occurred. Patient status is satisfactory.